Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of a recent atrial tachy response (atr) event revealed possible loss of capture. The suspected loss of capture included a period of greater than two seconds of asystole. Technical services was contacted for further review. No adverse patient effects were reported. This pacemaker remains in service.